Event description:
It was reported that the patient experienced shocking/jolting when she turned the device on. This occurred on 2 separate occasions. Additional information was requested.

Manufacturer narrative:
(B) (4).